Event description:
Saline lock inserted to left antecubital, flushed well. While pt was in CT, saline lock was flushed without difficulty prior to contrast being infused. Pt complained of pain to the site after contrast was infused. When painful saline lock was removed from pt by the rn. She noted a stretched our area in tubing.